Event description:
The pt reported she had a 12.6mm micl 12.6 implantable collamer lens implanted in 2008, in her left (os) eye. The pt reported she is experiencing halos all the time - day and night. The facility stated the pt has had a history of corneal problems and it is felt that the event with halos is related to the corneal problems and was not icl related. She was given eye drops to keep the cornea moist. The lens remains implanted. The patient's current bcva is 20/20.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaint was found within the work order. Conclusion - based on the complaint history and work order search, the root cause of the event has been determined to be due to pt related problem and is not lens related.

Manufacturer narrative:
Results - per medical scientific liaison -glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea it may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore patients who have glares and haloes before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and haloes however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent.